Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was reported that the insulin pump was disconnected at the emergency room and the customer was treated with manual injections to lower her glucose level. However, when the insulin pump was reconnected the customer's blood glucose went high again. No further info was provided.